Manufacturer narrative:
Per the customer the product will not be retuned for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID(B)(4).

Event description:
It was reported during a medical procedure on sept 04, 2024, there was an arc from cord to surgeons glove. No injuries were reported and no sergical delays.

Manufacturer narrative:
Per investigation by the manufacturing site: most probable root cause: aging/ wear and tear. It was not possible during the investigation to identify the age or the usage time of the cable. However, in comparable reports, ageing was always the cause. The aging causes some breaks in the copper wires inside the cable. This leads to a very high transition resistance, which in turn damages the insulation and can cause electrical energy to escape from the insulation in the form of lightning. The IFU calls out a check of the product before using. A defect of the cable could not be detected necessarily even the check is proceeded correctly. It is more the customers responsibility to check the numbers of reuses of the cable. Therefore, the defect can be rated as wear and tear as well as user fault. This event is filed under internal complaint ID (B)(4).